Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd premounted stent system with stent. The balloon was loosely folded and the stent is shifted distally. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent has shifted 14mm distally and appears to have started to be expanded by the balloon. The stent has some strut damage. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the moderately calcified renal artery. A 5.0 mm x 19 mm x 150 cm express¿ vascular sd stent was advanced but resistance was encountered during tracking into the catheter. However, when the device was removed, it was found out that the stent was not crimped well on the balloon and the stent slipped off from the balloon causing the resistance. The procedure was competed with a different device. No patient complications were reported.